Manufacturer narrative:
Concomitant medical products: 3334625 ¿ visao bur guard w/o irrigation; lot number ¿ not provided; pro code ¿ erl; 510k - k983224. The 3334800t (handpiece): the product analysis has not been completed for the handpiece. However, the one-minute pre-repair temperature test results completed at initial inspection of the handpiece are as follows: 115.3 degrees f at the rear, 125.2 degrees f at the middle, and 136.8 degrees f at the nose. It was also noted that the nose bearings were coal-black, the inside of the handpiece was filthy and the motor cable did not pass electrical testing. 3334625 (bur guard): the product analysis has not been completed for the bur guard. However, the one-minute pre-repair temperature test results completed at initial inspection of the bur guard indicate that temperature reached 142.2 degrees f.

Event description:
It was reported that the handpiece and bur guard got hot. Follow-up information indicates that the handpiece took longer than one minute to overheat. However, initial inspection of the handpiece and bur confirm overheating. There was no injury reported as a result of this event.

Manufacturer narrative:
Date manufacturer received: august 16, 2016. A 3334800t (handpiece): the product analysis indicates that the reported complaint was duplicated. Wear and tear was confirmed on the collar, release collar, o-ring, ball, nose, bearing, and other components due to stain and rust. The device was disassembled and cleaned. Expendable parts, including bearings, were replaced. The device was tested and passed to specifications. A 3334625 (bur guard): it was noted that the bur guard could not be repaired. The device was returned to the customer as a non-repairable device. (B)(4).